Event description:
The customer reports the catheter migrated approx. 7 cm out of the clamp.

Manufacturer narrative:
(B)(4). The customer returned one 3-lumen catheter for evaluation. The sample contained obvious signs of use in the form of biological material. The catheter box clamp was attached to the catheter body with suture thread through one of the clamp wings. Visual examination of the catheter revealed a ballooned extension line. No other obvious defects or anomalies were detected. Microscopic examination of the juncture hub suture wings of the catheter (primary suture site) did not reveal any obvious signs of use/wear. Evidence of use was observed on the catheter box clamp, although no damage was observed. Residual adhesive was observed on the catheter body between the juncture hub and the box clamp. The catheter body measured to be 263 mm, indicating that at least 47 mm was cut and not returned per product drawing. The outer diameter of the catheter body was found to be within specification. The box clamp was on the catheter body 157 mm from the juncture hub. The box clamp was placed on the catheter and the catheter body was then tugged on either side. The catheter remained in place. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. The IFU provided with this kit states to use the triangular juncture hub with side wings as primary suture site. The catheter clamp and fastener should be used as a secondary suture site if necessary. The customer did not state whether or not the primary suture site was used. The IFU also states to secure catheter clamp and fastener as a unit to patient by using either catheter stabilization device, stapling or suturing. Both catheter clamp and fastener need to be secured to reduce risk of catheter migration. It was reported that the cvc catheter migrated out of the patient while in use. The customer did not report whether the primary suture site (juncture hub) was used; however, no obvious signs of use were observed on the juncture hub suture wings during the investigation. The reported issue could not be confirmed through functional or dimensional testing of the returned sample. The catheter remained secured in the catheter clamp when it was tugged and the components met all relevant dimensional specifications. A device history record review did not reveal any manufacturing related issues. No problem was found on the sample. No further action will be taken.

Manufacturer narrative:
Qn# (B)(4). Additional information: this product is not sold in the us. The 510k # provided is for a similar product that is sold in the us.

Event description:
The customer reports the catheter migrated approx. 7 cm out of the clamp.